Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the directlink module was used on a (B)(6) old pediatric patient and the module displayed an "out of measurement value". Immediately after surgery, 3 mmhg was the number displayed. Then, the microsensor was removed and then reinserted and reconnected to directlink. At that point, a ¿?¿ or ¿out of measurement value" was displayed ¿ due to this error message, surgeon repeated removal, reinsert, reconnect several times. The zeroing of the microsensor was attempted while implanted in the epi-dural area, and a negative values ¿-1¿, ¿-2¿ were displayed.

Manufacturer narrative:
The directlink was not returned for evaluation ("customer has not returned as yet") and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.